Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from sorc, the connector had crack. Therefore, omsc presumed that moisture entered into the cracked part of the connector and video communication could not be temporarily transmitted to the processor, then the image was not displayed. The connector crack might be due to the user's handling.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, no image was displayed temporarily. There was no report of patient injury associated with the event. The event date was unknown.